Manufacturer narrative:
Findings: unit received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube and missing reservoir tube o-ring.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer states that the reservoir tub lip is completely broken off. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.